Event description:
It was reported that during sigmoid resection procedure, the device would not go thru the initial testing. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). All acceptance and validity criteria were met for each panel concentration tested. All kit release specifications met and no issues were identified. The performance of the axsym total psa reagent lot 65137lf01 was assessed using the in-house retained reagent lot 65137lf00, which is composed of identical individual components as sub-lot 65137lf01, and three in-house serum based panels used for quality release testing and which mimic patient samples. These panels are of varying psa concentrations, spanning an average concentration range of 2.82 ng/ml to 35.99 ng/ml. Three test runs were performed as per the in-house test procedures across three axsym instruments. Two replicates of master calibrators 1 and 2 were used to generated the calibration curve and one replicate of each of the axsym total psa low, medium and high controls were tested to assess the validity of the calibration curve. Fifteen replicates of each of the in-house serum panels were then tested on these three instruments, five for each instrument. For each panel, the grand mean concentration results obtained were within the expected values and passed our in-house acceptance criteria. Each individual replicate was also within specification range. The 10% or greater variation of %cv values reported by the account was not observed in this investigation; all cv values obtained were within the range 3.9 to 4.6%. There were no discrepant results or precision issues reported. All acceptance and validity criteria were met for each panel concentration tested. In addition to the tests, the investigation team reviewed the testing data generated by the quality control laboratory prior to approving lot 65137lf00 and all sub-lots for sale to our customers. No anomalies were reported and all kit release specifications were met. A review of complaint report records registered for axsym total psa list 7k53 was performed. These report records are used to monitor and identify potential and current field issues. The complaint reports showed that there were no adverse trends related to discrepant patient results as observed in the account. No other complaints of a similar nature have been registered for this reagent lot to date. The results of this investigation demonstrate that the axsym total psa reagent list 7k53-20, lot 65137lf01 is performing within intended use, label claims and specifications. No product deficiency was found and the investigation team did not replicate the discrepant patient results or the precision issues observed in the account using our in-house serum based panels with this reagent lot. While a root cause for the issues the account observed is difficult to establish as there was no sample or reagent returns available to further investigate the issue, the investigation team will guide the account to the limitations section of the package insert which states that if the psa level is inconsistent with clinical evidence additional psa testing is suggested to confirm the result. Serum psa concentration regardless of the value obtained should not be interpreted as definite evidence for presence or absence of prostate cancer. In this case the account re-tested both the original sample and a new sample from the patient and the result was not repeated. Also, per the package insert, if a specimen is centrifuged before a complete clot forms, the presence of fibrin may cause erratic results. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may exhibit increased clotting time. Further, the operations manual for abbott axsym systems states, under section 10 "results erratic discrepant, and/or experiencing imprecision", that such results may be due to inadequate washing/flushing of the probe, damaged probe, incorrect sample loading, bubbles in sample or tubing decontamination has not been performed monthly. Contamination of reaction vessels or sample cups may also have caused the discrepant result. The account confirmed that daily, weekly and monthly maintenance for the instrument was up to date. However, the following actions were also completed: the tubing decontamination procedure was performed and on board solutions and the matrix carousel were replaced. The account confirmed that discordant results were not obtained following these actions and the instrument is currently under observation. Therefore, the investigation team believe the issue has now been resolved. This is final report.

Manufacturer narrative:
Result and conclusion: cannot be determined at this time; the investigation is in process. This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account generated an elevated axsym total psa result that was discordant with the patient's previous result and clinical symptoms. The axsym total psa = 38.4 u, but the patient's previous total psa result was 3.4 u. The same specimen was tested again with an axsym total psa = 3.4 u. A new specimen was obtained from the patient which tested axsym total psa = 4.2 u. Because of the discordant axsym total psa result the account reran all the sera from the day and found 20 specimens with discordant axsym total psa results (no data was provided). All other assays were fine and all controls were within range. Additionally, the account found a 10% variation on 8% of the axsym total psa samples run in duplicate for troubleshooting. The account performed preventative maintenance, decontaminated the tubing, replaced the solutions and replaced the matrix cell carousel on the axsym analyzer. The elevated axsym total psa value was reported outside of the laboratory. No impact to patient management was reported.